Event description:
It was reported that when the surgeon tried to insert the articular surface, a portion of the tibial plate broke off of the front.

Manufacturer narrative:
Evaluation summary: this fracture occurred on the back table. The tibial component is missing part of the rail on the anterior surface to which the art surface inserter hooks. A lot of forces are placed on the tibial component during insertion of the art surface. These forces are most likely what caused the fracture of the plate. Without additional info, the exact cause cannot be conclusively determined at this time. Evaluation: dimensional readings are conforming to print specifications. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.